Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single use stapler with 3.5mm staples and one dst series orvil automatic 25mm device opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history records indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.

Manufacturer narrative:
(B)(4). Sample was received 05/31/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic total gastrectomy, after the device was fired, the surgeon had difficulty removing the device from the tissue. The procedure was converted to open abdominal surgery. The device was manually removed from the staple line. Out of concern for the staple line, the surgeon checked the staple line with an endoscope; and found part of the staple line was incomplete. During the leak test a leak was found. Re-resection and re-anastomosis was performed. It was unknown whether reinforcement material was used. Or time was extended: more than 30 minutes. There was unanticipated tissue loss and irreversible tissue damage.